Event description:
It was reported that the bd¿ sharps collector had no lid. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the product did not come with its lid."

Manufacturer narrative:
H6: investigation summary : no photos or samples were received. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. Based on information provided, it wasn¿t possible to determine the root cause like a failure mode related to the manufacturing process since there was not enough information provided like a picture from original packaging, lot number, method used to handle material, shipped partial sells and storage controls of the remaining product within distributors facilities to perform an exhaustive investigation.

Event description:
It was reported that the bd¿ sharps collector had no lid. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, the product did not come with its lid."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.